Event description:
Customer reported the system will not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced numerous pcbs and the x-ray tube. System operates as intended.